Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material occurred due to insufficient cleaning (handling problems). However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: the suction cylinder was shaved; the nozzle was deformed; the angle wire was worn; the distal sheath adhesive was detached; the light guide cover glass and the forceps channel port had a dent; the scope cover was discolored; the forceps channel port was shaved; the air/water cylinder had a dent; the control unit was deformed; the acoustic lens had a scratch; and scratches were found in multiple locations. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer that during reprocess the evis exera ii ultrasound gastrovideoscope presented with a leak from the grip below the air/water connector. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that there was foreign material on the forceps elevator component. This report is to capture the reportable malfunction of the inadequately cleaned forceps elevator.